Manufacturer narrative:
(B)(4). The product is listed as a ten (10) pack, however only one (1) was fractured. (B)(4). The customer has indicated that the device is in the process of being returned to zimmer biomet (B)(4) for evaluation. The investigation is in process. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It is reported that during a midfoot repair procedure, the tip of the juggerknot inserter fractured causing the implant to fall out of the patient. All fractured pieces were retrieved from the patient. Another juggerknot was used to complete the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Report source: (B)(6). Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed inserter tip fracture and sem analysis showed this was consistent with a fracture caused by bending overload. Based on material analysis the device was manufactured to specifications. Device history record (DHR) was reviewed and no discrepancies were found. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.